Manufacturer narrative:
Additional information provided 04/01/2016, indicated the lens implanted in the patient'' eye in conjunction with the baerveldt shunt was a model za9003 lens, not a model ar40 lens as initially reported. UDI #: (B)(4). Other relevant history: baerveldt glaucoma shunt implanted in the patient's left eye, (B)(6) 2016. Serial number: (B)(4). Expiration date: 02/13/2017. Device available for evaluation: yes. Returned to manufacturer on: 04/12/2016. Device returned to manufacturer: yes. Device evaluated by manufacturer: no. Reason for non evaluation: device evaluation anticipated; but not yet begun. Mfg date: device manufacture date: 02/13/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The shunt fell out of the eye on (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
A (B)(6) male patient has bilateral congenital glaucoma. On (B)(6) 2015, a baerveldt shunt, model bg 103-250, and an intraocular lens, model ar40, were implanted in his right eye in a "combo" surgery. After removal of the suture (B)(6) 2015, the patient had an inflammatory reaction which led to the tube being blocked and a pressure spike. The specialist flushed the shunt, and the pressure dropped significantly then, despite the inflammation. The shunt became exposed and was "re-covered" in (B)(6). Some inflammation was still present in the anterior chamber. The tube was checked in (B)(6) 2016, when another shunt was implanted in the left eye. It was learned in (B)(6) 2016, that the male patient had a complete retinal detachment in the right eye. The pressure seems to have stayed low since (B)(6) 2015, but no pressure measurement was performed to confirm this as there were no general anesthesia (ga) checks. All other checks were done under ga. On (B)(6) 2016, the "tissue cover" of the right implant seemed to be gone as the plate of the implant was seen. On (B)(6), the patient has lost the entire implant. He has no discomfort, no redness or any issues. The patient was prescribed antibiotic eye drops and steroid drops (maxitrol and rifamycin). No replacement of the shunt is planned as with the retinal detachment, the patient has no visual acuity on the right eye. No more drops administered on the right eye. Date of first tube exposure noticed by the surgeon under general anesthesia was (B)(6) 2015. Retinal detachment between (B)(6) 2015 and (B)(6) 2016; date of full exposure of the tube (B)(6) 2016; tube lost during the night of (B)(6) 2016), no further information was provided.

Manufacturer narrative:
The shunt was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the return shunt was broken and cut at the tube area. The broken part was not returned for evaluation. Considering the condition of the shunt additional analysis is not possible. The reported complaint could not confirmed. Manufacturing records were reviewed and the shunt was manufactured according to specification. The complaint related associated test is the flow test performed during final inspection. The manufacturing record review showed all products in the production order passed the flow test. The sterilization record was reviewed and there were no non-conformances with respect to the sterilization process. The complaint related associated test is the limulus amebocyte lysate (lal) test after sterilization. Results of the samples from the sterilization batch show the amount of endotoxin meets specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the shunts. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.